Manufacturer narrative:
A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 100% of the time while implanted with prolonged high atrial rates. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this device was explanted and returned to bsc. Product analysis revealed this device failed the labeled longevity calculation.